Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 26.0 and 147.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned smart coil revealed a functional device. During functional testing, the smart coil was able to be advanced through its introducer sheath and a demonstration microcatheter without an issue. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior cerebral artery (pca) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through a non-penumbra microcatheter, the hospital technologist experienced resistance, and the smart coil stopped advancing after entering the microcatheter. Therefore, the smart coil was removed. It was reported the pusher assembly of the smart coil may have been slightly kinked. The procedure was completed using two additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.